Manufacturer narrative:
Tracking #.50453 ees #.981833/c d5; h2,3,4,6; g4: added addition info h6; code: bent cartridge lockout tab. Endopath ets: no conclusion could be reached based on the analysis results as to why the instrument reportedly "locked out" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. However, the returned cartridge did have a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, releases, then restarted. When this occurred, the lockout tab on the cartridge became damaged. This inquiry was originally reported as an rpo "record purpose only."

Event description:
It was reported during a cystectomy the device locked out after sixth or seventh firing. Surgeon did not change reload after lock out. There was no consequence to the pt.